Manufacturer narrative:
Intuitive did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed. Error 319 was confirmed as having occurred in the field and could be replicated. During visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode (error 319). The unit was also tested on a patient side cart fixture test platform (pftp) and fiber test failed pointing to the clock spring and the rolling loop. Once testing was completed, the fibers were aba (applied behavior analysis) tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause is attributed to the clock-spring and rolling loop fiber assemblies in the usm. The issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. However, fse investigation is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) arm 4 has a 319 error and tried to power cycle the system, but the error immediately returned. Technical support engineer (tse) viewed and confirmed the 319-error pointing to the acc board in usm4. Site has moved arm 4 out of way so the surgeon can continue this procedure. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The fse replaced the universal surgical manipulator (usm).